Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and fibrin coincident with peritoneal dialysis therapy. The patient had been hospitalized three days prior for introduction of automated peritoneal dialysis (apd). The cause of the cloudy effluent was unknown. The patient did not receive antibiotic therapy. At the time of this report, the patient was recovering from the cloudy effluent event. Dianeal therapy was ongoing. No additional information is available.